Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer's blood glucose. The customer declined further assistance from tandem technical support regarding the issue.